Manufacturer narrative:
The device was manufactured july 29, 2017 ¿ july 31, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the sample photograph shows evidence of a leak inside the green pouch that contained the device. The pictures also show the cause of leak was due to detached tubing at the junction of the device white distal luer. The reported condition was verified. The cause of the detached tubing could not be determined from the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked. Prior to patient use, the ¿white luer lock connection had completely detached from the administration line¿. The device was filled with 12000mg flucloxacillin diluted in an unspecified volume of 0.9% sodium chloride. There was no patient involvement. No additional information is available.